Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that they put the battery now and insulin pump was not turning on. Customer stated that serial number was no longer readable at the back of insulin pump. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.